Event description:
Procedure type: according to the reporter: the customer reports that when trying to remove the loading unit for another loading unit, the loading unit jammed in a closed position in the pt's cavity. Tried with another loading unit: same thing. Then tried with another handle and another loading unit and it was impossible to open the device after stapling. An additional 1 cm of colon was resected and the procedure time was extended by 45 minutes.

Manufacturer narrative:
(B)(4)